Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00596402214, nexgen lps-flex articular surface, lot # 62215609, manufactured by: zimmer inc, (B)(4). Catalog # 00576401452, nexgen lps-flex femoral component, lot # 62379922, manufactured by: zimmer (B)(4). No devices or photos were received; therefore the condition of the components is unknown. Operative notes were provided in farsi and are unable to be translated. It was reported that the patient experienced 200 blisters on the knee after surgery, infection, and swelling, but this cannot be confirmed. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, infection, swelling, limited range of motion, blisters and drainage. It is reported that the surgical site opened 20 days post op. The patient underwent an I&d on an unknown date.